Event description:
A customer in the (B)(6) notified biomérieux of misidentifications of micrococcus species as brucella species when testing environmental monitoring samples with the vitek® ms (ref 410895, serial (B)(4). The customer claims the misidentifications started occurring after the customer upgraded their vitek® ms knowledge base from version 3.0.0 to 3.2.0. As these are environmental monitoring samples, there are no patients involved. The customer prepares two spots for each isolate being tested with the vitek® ms. One spot is correctly identified as micrococcus species while the second is sometimes misidentified as brucella species. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united kingdom regarding misidentifications of micrococcus species as brucella species when testing environmental monitoring samples with the vitek® ms (ref 410895, serial (B)(6)). The customer claimed the misidentifications started occurring after the customer upgraded their vitek® ms knowledge base from version 3.0.0 to 3.2.0. An internal biomerieux investigation was performed. Conclusion on the fine tuning the analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on 29 and 30 aug 2019. Conclusion on spot preparation quality: the customer's spot preparation quality was not optimal. The sample "all peaks" values are quite heterogeneous. This could be explained by a non-optimal spot preparation. Conclusion on the identification: regarding the complaint description and the analysis of the customer's results obtained with vitek® ms, the most probable identification is mirocococcus luteus, however, the identification has to be confirmed by sequencing which is the reference method. With vitek® ms kb v3.2, the brucella spp identification is obtained from the spectra having the lower number of peaks (44) and the misidentification was obtained with a low identification score (-0.3) which is near the acceptable limit (-0.4) for giving a "no identification" result. Suspected cause: non optimal spot preparation.